Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun: had 2 devices where the catheter was successfully placed but the auto retract on that would not retreat on its own and the needle and had to be withdrawn with the needle still exposed. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a malfunctioning safety mechanism is inconclusive as the original device(s) involved in the reported event were not returned. Sixteen sealed accucath kits were returned for evaluation. An initial visual observation showed all of the returned kit were returned sealed. No damage was observed on any of the samples. Each device was removed from its packaging and functionally tested. All of the returned samples were found to function as expected. No resistance or issues were found when advancing or retracting the guidewire, advancing the catheter, or activating the safety mechanism of each sample. No issues were found with the returned sealed samples; however, the device(s) involved in the reported event were not returned for evaluation and could not be inspected. Therefore, the complaint of a malfunctioning safety mechanism is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.